Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin compact system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the bubble detector for the sorin compact system did not work properly during procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. Visual inspection of the bubble detector identified the bladders to be deflated. The bubble detector was replaced to resolve the issue. The replacement device was tested and found to be working properly. The unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the bubble detector for the sorin compact system did not work properly during procedure. There was no report of patient injury.